Manufacturer narrative:
(B)(4). Batch # r5ak39. Device analysis: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing with a green reload, gore seam guard buttressing material, the stapler fired, the right side of the staples deployed completely but the left side of the reload didn't deploy any staples but did cut the stomach. Bleeding occurred, no blood products were needed, bleeding was controlled with a second like green reload and second like stapler, deploying a row of staples parallel to the first staple line fired. There were no patient consequences reported.